Event description:
It was reported that the atrial lead had dislodged into the right ventricle. Prior to this, the atrial lead had been programmed off due to loss of atrial sensitivity and capture threshold. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.